Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.